Manufacturer narrative:
(B)(4). The results of this investigation concluded one leaflet was immobilized with calcified thrombus at both pivot mechanisms. There was a focal area of fungal hyphae on the sewing cuff. Gram stain of the pivot thrombus was negative for bacteria. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the thrombus or calcification was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2016, a 31mm masters series valve was implanted in the mitral position. On (B)(6) 2016, the patient attended a follow up visit and a "stuck" leaflet was observed. That same day, a redo procedure was performed and the masters series valve was explanted and a non-sjm tissue valve was implanted. The patient was reported to be in stable condition.